Event description:
During use of the device for cardiopulmonary bypass, the air bubble sensor failed twice. The nature of the failure was not reported. When the device was power-cycled, it could not be activated for use. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.